Event description:
The covidien representative in france received a report from a customer that stated: "the internal cannula is turning freely inside the external cannula after a few days and comes out spontaneously of the external cannula." The patient required a non-routine replacement of the tube. The tube was discarded and the lot number is unknown.

Manufacturer narrative:
The lot number is unknown and therefore, the date of manufacturer can not be determined. The tube was discarded and therefore, unavailable for failure investigation.